Event description:
Hcp reported pt experienced increased spasticity, and the pump and catheter were explanted and replaced in 2006, after an implant duration of 23 months. Therapy troubleshooting info was not reported prior to system replacement. The explanted pump was programmed to deliver 667.5 mcg/day of 500 mcg/ml baclofen. Specific therapy info relating to the new pump were not provided. It was reported that the pt has recovered without sequela.